Event description:
The french health authorities have reported to radiometer sa (the french distributor of the abl725 blood gas and blood electrolyte analyzer) that the abl 725 provides a lowered ca++ reading when preset syringes from becton dickinson are used for the introduction of blood sample.